Manufacturer narrative:
H3: product analysis :evaluation could not reproduce the reported malfunction of noisy and heating issue. It was also noted that bearing were damaged and corroded at tube distal, vague tube and base markings that need etching. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure attachment has noisy and heating issue. It was reported that there was no patient involvement. Additional information was received stating that detached bearings were found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the noise and heating issue were found. The likely cause of the failure could not be determined. It was also noted that tube found bearings missing and grinding noise at tube distal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure attachment has noisy and heating issue. It was reported that there was no patient involvement. Additional information was received stating that detached bearings were found during evaluation.